Manufacturer narrative:
The field service engineer found that the rinse head tubing was worn and causing an intermittent leak into the cuvettes. The rinse head tubing was replaced. The customer ran calibration and qc successfully. The investigation is ongoing.

Event description:
The initial reporter received questionable gen.2 ise indirect for na and k from 6 patients on a cobas 6000 c501 analyzer. For patient ID (B)(6), the initial na result was 133 mmol/l. The repeat result was 141 mmol/l. The second repeat result on another c501 analyzer was 140 mmol/l. The initial k result was 3.9 mmol/l. The repeat result was 4.22 mmol/l. The second repeat result on another c501 analyzer was 4.23 mmol/l. For patient ID (B)(6), the initial na result was 126 mmol/l. The repeat result was 134 mmol/l. The second repeat result on another analyzer was 134 mmol/l. The initial k result was 4.5 mmol/l. The repeat result was 4.86 mmol/l. The second repeat result on another analyzer was 4.95 mmol/l. For patient ID (B)(6), the initial na result was 127 mmol/l. The repeat result was 135 mmol/l. The second repeat result on another analyzer was 140 mmol/l. The initial k result was 4.3 mmol/l. The repeat result was 4.95 mmol/l. The second repeat result on another analyzer was 4.97 mmol/l. For patient ID (B)(6), the initial na result was 129 mmol/l. The repeat result was 139 mmol/l. The second repeat result on another analyzer was 138 mmol/l. For patient ID (B)(6), the initial na result was 134 mmol/l. The repeat result was 141 mmol/l. The second repeat result on another analyzer was 134 mmol/l. For patient ID (B)(6), the initial na result was 131 mmol/l. The repeat result was 140 mmol/l. The second repeat result on another analyzer was 139 mmol/l. The initial results were reported outside of the laboratory. The results from the other analyzer were deemed correct. The na electrode serial number is (B)(4) and the expiration date is 06-aug-2022. The k electrode serial number is (B)(4) and the expiration date is 06-aug-2022.

Manufacturer narrative:
Calibration on 13-jul-2022 was acceptable. Qc information for 2 levels of qc material for na and k were provided. Ranges were only provided for the level 2 material. Level 2 qc for both na and k were acceptable on the date of the event. The alarm trace did not contain a conspicuous event. The service maintenance actions performed by the field service engineer resolved the issue.